Manufacturer narrative:
This report is submitted on march 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection at the implant site, subsequently, the patient was treated with oral antibiotics (date and duration not reported).